Event description:
Additional information received noted that the noise oversensing were observed on the atrial lead and right ventricular lead. Programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed noise on the atrial lead and right ventricular lead. No interventions were performed. There were no patient consequences.